Event description:
It was reported that the patient had undergone a stone procedure and was sedated. The patient was planned for a laser photo-vaporization of prostate (pvp) immediately after completion of the stone procedure. As the stone procedure was finishing the console laser was powered up and in standby mode. When moving the laser console to start the pvp procedure, the console screen went blank, and it could not be restored. The pvp procedure was canceled and rescheduled. There was no patient harm due to this event.

Event description:
It was reported that the patient had undergone a stone procedure and was sedated. The patient was planned for a laser photo-vaporization of prostate (pvp) immediately after completion of the stone procedure. As the stone procedure was finishing the console laser was powered up and in standby mode. When moving the laser console to start the pvp procedure, the console screen went blank, and it could not be restored. The pvp procedure was canceled and rescheduled. There was no patient harm due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Field service engineer tested the console on site and the screen did not turn on. The top cover was replaced and system tested. Verified alignment and power settings in applications mode at 20, 30 and 40 watts coag and 80, 120 and 180 watts in vapor. Machine performs to manufacturing specifications.